Manufacturer narrative:
Additional information to b5, b7 and h10. B5: upon follow up, it was reported that the peritonitis and exit site infection was not due to the catheter and no abnormality was observed on the device during visual inspection. On an unreported date, the patient was treated with injections of ceftazidime (1gm, once a day, intraperitoneal and for 14 days) and vancomycin (1gm, once in 5 days, intraperitoneal and for 14 days) for peritonitis. At the time of this report, the patient has recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) experienced peritonitis. The cause was unknown. It was reported that the patient was not hospitalized for the event. On an unreported date, the patient was treated with ceftazidime injection (1g, route, frequency and duration not reported) and vancomycin injection (1g, route, frequency and duration not reported) for peritonitis. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. No additional information is available.